Event description:
It was reported that the device was explanted approximately after an implant duration of 58 months, due to mitral regurgitation and thrombus on the mitral valve. Info learned from the operative report.

Manufacturer narrative:
Device not returned.